Event description:
This notification was opened for review of a philips CPAP device. Simplygo mini device was returned to third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found that sieves are defective (high pressure and low o2), o2 side is defective, air side is leaking oxygen, compressor tubing is damaged, compressor tubing is damaged, pca is burnt. Additionally, the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further.